Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, constant critical pump error (open book image) was noted. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. Moisture damage noted on: pcba1, pcba2, force sensor gold traces, lcd flex connector gold traces, keypad flex connector gold traces, and motor. Isolate to electronic and motor assembly. Unit also received with serial number label missing, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, cracked keypad overlay at select button, pillowing keypad overlay, scratched case, and damaged display window cover in conclusion customer concern for critical pump error alarm was confirmed. Open book image due to corroded electronic and motor assembly. Isolate to electronic and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced open book image error. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.